Event description:
Customer reported false negative nitrite results on one patient sample. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant nitrite results is unknown.

Manufacturer narrative:
Customer received new instrument and stated instrument is performing well at this time.